Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device longevity was compromised by the high pacing outputs of the left ventricular (lv) lead. The device was explanted and was down-graded to a dual chamber implantable cardioverter defibrillator (ICD). The left ventricular (lv) lead had high thresholds since implant, but the pacing threshold further elevated at the clinic visits. The lv lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 4193 implantable pacing lead 2004-(B)(6), 5076 implantable pacing lead 2004-(B)(6). (B)(4).